Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on an aquabplus 2500. The biomed said the reverse osmosis (ro) system had no power to the display. It was unknown if there were any alarm codes because the display could not be seen. During inspection, it was discovered that both 3.15 ohm fuses were blown in stage 1. The biomed also found charring on the stage 1 power board and the cables connected to the stage 1 motor protection switch (mps). It was confirmed that charring was present on the stage 1 pcb. Upon examination it was reported that the switch and post connectors were very brittle. The biomed also noticed a mild burning smell. There were no signs of any smoke, sparks, or flames. To resolve the reported issue, the biomed replaced the power board, the mps, and the cables connected to the mps. The biomed said there were no blown fuses in the local power supply. The biomed also confirmed that there were no power grid issues or local storms at the time of the event. The failure reportedly occurred on a day the clinic does not run treatments; therefore, there was no patient involvement. No sample was available to be returned for manufacturer evaluation; the damaged parts were discarded. However, ftp files and photos of the damaged parts were provided for review.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on an aquabplus 2500. The biomed said the reverse osmosis (ro) system had no power to the display. It was unknown if there were any alarm codes because the display could not be seen. During inspection, it was discovered that both 3.15 ohm fuses were blown in stage 1. The biomed also found charring on the stage 1 power board and the cables connected to the stage 1 motor protection switch (mps). It was confirmed that charring was present on the stage 1 pcb. Upon examination it was reported that the switch and post connectors were very brittle. The biomed also noticed a mild burning smell. There were no signs of any smoke, sparks, or flames. To resolve the reported issue, the biomed replaced the power board, the mps, and the cables connected to the mps. The biomed said there were no blown fuses in the local power supply. The biomed also confirmed that there were no power grid issues or local storms at the time of the event. The failure reportedly occurred on a day the clinic does not run treatments; therefore, there was no patient involvement. No sample was available to be returned for manufacturer evaluation; the damaged parts were discarded. However, ftp files and photos of the damaged parts were provided for review.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported event was confirmed by means of the provided information and pictures. Two failure scenarios were considered within the complaint investigation: 1) due to a power surge, the 3.15a fuses f2 and f3 were blown. The display is part of this electrical circuit and therefore it was off. The discolorations on the power supply printed circuit board (pcb) were most likely caused by the power surge. The power surge was the initial failure source. This failure has no assigned CAPA. 2) thermal discoloration on the l1 and l2 cable lugs due to bad contacting, caused by a loosening of the cable lugs at the motor protection switch (mps). The discoloration on the cable lugs could have been caused by bad contacting due to low contact pressure between the crimp connector/cable lugs and its contact pin at the mps. The low contact pressure resulted in high contact resistance at the contacting point, which resulted in high thermal power loss. The cable lugs at the mps were most likely loosened during the troubleshooting when the monitor hood was lifted. This second failure scenario is covered by an internal CAPA project. Corrective actions were defined, and the design of the crimped cable lug was changed. However, this device was built before implementation of the new design. No error codes were logged on the reported event date. The power surge most likely occurred on the event date around 09:37:14, when the device was off for a period of nine minutes. A review for similar complaints was not required. An investigation of the concerned components was not possible as the damaged parts were discarded. Review of the device history record (DHR) was not required in this case. The complaint was confirmed based on the available information.